Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, revision #2 - the patient was revised due to dislocation. (B)(4).